Manufacturer narrative:
H3: one cadd solis vip pump was received with a bubbled downstream occlusion sensor seal. The event history log was reviewed and there were "cannot start pump" messages. A functional check was performed and the reported "air in line" alarm was able to be confirmed. The pump failed the air detector test. It was determined that the air detector sensor was inoperable and the cause of the issue. Therefore, the air detector sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited air in line alarm. No patient injury reported.